Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the pump and observed that unit powers up to electrical code number 51 (adjusted motor speed out of specification). Proceeded to replaced motor control board. Tested the unit for four hours, along with multiple checks of the boot up test. Performed calibrations, functional tests and safety checks to factory specifications. Pump was returned to the customer. The part replaced is being requested to be sent to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated "rapid gas loss" alarms multiple times. The iabp was replaced and therapy was initiated. No patient injury was reported.